Manufacturer narrative:
This report is submitted on march 17, 2022.

Event description:
Per the clinic, the patient developed an infection at the temporal bone region and was subsequently treated with oral antibiotics on (B)(6) 2022 for a period of one week. There are no plans to explant the device and to reimplant the patient with a new device as of the date of this report.